Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported having a blood glucose level of 411 mg/dl at the time of the call. Customer also reported having a blood glucose level of 41 mg/dl earlier in the day of the call. Troubleshooting did not show any malfunction of the insulin pump. During a follow up call, customer's blood glucose level was 97 mg/dl. No further information was provided.